Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
After surgeon requested replacement parts for a patient, a patient specific implant prescription was submitted for a distal femur device. Revision surgery is scheduled for (B)(6) 2018. Surgeon reported that patient "needs rebushing".